Manufacturer narrative:
(Conclusion: device not manufactured by reporting firm). The regalia guidewire is not manufactured by avinger.

Event description:
The ocelot device was inserted and the regalia wire was extended distal to the ocelot catheter tip by 2cm. It was then prolapsed. Physician had ocelot on and the tip of the guidewire sheared off. The wire piece was not retrieved, as it was intra medial in location. There was no additive adverse sequelae to the patient.